Event description:
It was reported, the surgeon sized for a 25mm regent and upon trying to seat the valve, it was too large. The surgeon removed the 25mm regent valve and implanted a 23 regent. The surgeon mentioned to the sales representative that after removing the 25mm regent valve intraoperatively, he noticed repair needed to be made to the annulus which was not related to the device. This resulted in extended bypass time.